Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the return line air detector (rlad) was defective and was detecting fluid continuously. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the run data files (rdf) were analyzed. The rdf¿s indicate that the alarm present was return line air detector failed fluid check. This indicates that the device detected air after the return line prime and before patient connect when it expected to detect fluid. The possible causes include tubing was not correctly loaded, tubing set was defective, foam or air in the return line, defective return line air detector, defective upper user strobe driver cca or defective control stack. The suggested actions include load new tubing set, verify harness wiring, check upper and lower strobe driver ccas, replace housing, replace user strobe driver cca or replace the control stack. There was no internal part evaluation as no part was replaced in the field or returned for analysis. Root cause: a root cause of the alarm could not be definitively determined. The machine alarmed as intended; the reported problem resulted in a failsafe condition.

Event description:
The reported incident occurred during set up for the procedure, prior to any patient connect,so no patient information is reasonably known for this record.